Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported after one to two weeks of cataract and intraocular lens (iol) implant procedure, the patient experienced small spots and blurred vision in both eyes and was hospitalized. No inflammation was observed, and the surgeon suspected that the cause may be related to the lens or the viscoelastic. The patient¿s current condition was not reported. The surgeon reported that the cold chain was probably no longer in optimal condition and it was not possible to detect the problem before using the product, and the procedure was completed on the same day without delay. There were two medical device reports associated with this patient, and this report was associated with the left eye. Additional information was requested but was not available at the time of this report.